Manufacturer narrative:
This report is for an unknown femoral plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware explant procedure was performed on (B)(6) 2015 after it was discovered the patient had a broken variable angle distal femur plate. The plate was broke at an unoccupied screw hole in the shaft of the plate. All hardware including the broken plate and an unknown amount of locking and non-locking screws were removed. All screws were intact. The patient had an external fixator applied. The revision surgery was successfully completed with no surgical delay. This report is for an unknown femoral plate. This is report 1 of 1 for (B)(4).